Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an unknown date that the patient had wrist arthrodesis procedure performed by dr. (B)(6), at an earlier date. The patient had a follow-up with dr. (B)(6) and shared a follow-up x-ray where the plate experienced pull out in the metacarpal region with 1 broken screw. There was no patient consequence. No surgical delay. This complaint involves (1) device. This report is for (1) lcp wrist fusion short bend plate. This report is 2 of 4 for (B)(4).